Manufacturer narrative:
Device passed the displacement test, sleep current measurement, and active current measurement. All currents within specification range. Device was monitored for several hours. However, the pump error 53 and 75 alarm during self test and confirmed in formatted history file due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. Customer stated insulin pump had power loss alarm though replaced the battery earlier. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.